Event description:
Customer reported a blank display on his insulin pump. Customer's blood glucose is 167 mg/dl. Customer uses energizer batteries. The device or the battery compartment is not damaged or corroded. Customer stated he went through an x ray with the device. Customer removed the battery for ten minutes and reinserted a new one, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to broken component on the interface board. Unable to perform the displacement test due to the blank display. However, the motor was tested outside the device and passed. The unit was received with minor scratched lcd window, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube lip.